Event description:
It was reported that the user and caregiver experienced difficulty deploying infusion sets, breaking several insets when retracting the applicator and potentially not attaching the infusion set connector correctly, after which replacement supplies were shipped. No reported symptoms. Outcomes included no reported alarms and no need for medical care. Investigation included review of customer communications and logistics for replacement supply fulfillment. Investigation of this case revealed user technique issues during insertion and connector attachment. It was concluded that the event was due to user handling error, and replacement infusion sets were provided with expedited shipping.